Event description:
It was reported the patient had a run of ventricular tachycardia which the pacemaker did not detect as a ventricular high rate. The svt (supraventricular tachycardia) filter of the pacemaker was reprogrammed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.